Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2016-nov-16. It was reported that the patient was taking the following medications: azelastine-fluticasone nasal spray, sudafed, aspirin, nuvigil, calcium, and centrum men's. The patient had a history of sleep apnea, spine disorder, and high cholesterol. Surgical history included an emergency laparotomy for a ruptured bowel in (B)(6) 2014, two l4 l5 s1 fusion surgeries, a c4 c5 fusion, bilateral carpal tunnel, a spinal cord stimulator implant, and a repair of a hernia in (B)(6) 2015. The patient's family history included reflux and cancer. No known drug allergies were noted. The patient previously underwent spinal and joint injections, an exercise program, electrical nerve stimulation via a transcutaneous electrical nerve stimulator, and physical therapy. In the past, the patient tried the following medications and they were found to be helpful: ultracet, dilaudid, lortab, lorcet, norco, methadone, ms contin, avina, kadian, voltaren gel, emla cream, biofreeze, icyhot, bengay, and aspercreme. Lyrica and cymbalta were found to be not helpful. The patient's pain history included onset in (B)(6) 1993 due to a motor vehicle accident. The pain was in the low back and leg, and was aching, numb, stabbing, throbbing, and tingling. On average, the pain was 5 out of 10 and had interfered with the patient's chores and mood. The patient was able to relieve the pain by lying on the side, lying on the back, stretching, and exercise. During an appointment on (B)(6) 2016 for the alarming pump, it was noted that the patient experienced fatigue, hearing loss, bruising/bleeding, swelling in the legs, shortness of breath, pain, drowsiness, and dizziness. The patient's current pain was described as constant and aching, and was exacerbated by bending or stooping, changing from sitting to standing, lifting or carrying heavy loads, and lifting or carrying small loads. The pain was 9 out of 10. The pain was alleviated by lying on the side or the back. The pain interfered with daily chores and exercise. The patient was receiving mild analgesia from his current treatment regimen, and was able to perform employment duties, social outings, and shopping. The patient underwent a pre-operative exam prior to pump replacement. In addition to pump malfunction, chronic pain and post laminectomy syndrome were noted. The post laminectomy syndrome was treated with pump replacement. Treatment objectives for the chronic pain included treating the underlying pathology, enhancing the patient's ability to manage pain independently, improving function and sustaining quality of life, limiting use of pain medication, and improving psychological function. Recommendations for alternative therapies and lifestyle changes were discussed. The goal of treatment was to reduce pain by 20-40% and increase activity level. Medications were recommended and the risks and benefits were discussed.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received prialt (60.0mcg/ml, 6.0m cg/day), bupivacaine (14.4mg/ml, 1.439mg/day), dilaudid (110.0mcg/ml, 11.0mcg/day), and clonidine (240.0mcg/ml, 23.99mcg/day) in an implantable pump for non-malignant pain and peripheral neuropathy. The patient noticed a pump alarm occurred on (B)(6) 2016 at 18:30 hours. The patient began to experience withdrawal symptoms and was "not feeling well at all" later that evening. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was seen by their healthcare provider (hcp) the next day. Upon interrogation, the pump was in safe state due to low battery reset. Per the office nurse, technical services was notified and they were instructed on how to "turn the pump back on." The hcp wanted to program the pump back to therapeutic rate with the plan to replace soon. The nurse was made aware the pump could reset again. However, the pump "turned back off" in 5 minutes. The patient was then sent to the hospital and emergency surgery was scheduled to replace the pump. The pump was replaced on (B)(6) 2016. It was noted the pump had approximately 7 months until elective replacement indicator (eri). The status of the patient was stated to be alive and with no injury. The issue was considered resolved.

Manufacturer narrative:
Returned pump analysis found high resistance in the pump battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.